Event description:
Per the japan field clinical specialist (fcs) report, during a transfemoral tavr procedure the patient¿s blood pressure (bp) did not get higher than 30s mmhg post bav and the patient had ventricular fibrillation. CPR and defibrillation were performed, but the bp did not recover. The patient was placed on a bypass heart-lung machine (hlm) and as the back flow was started the bp gradually recovered to 70s mmhg and severe aortic regurgitation (ar) was confirmed. While CPR was continued, the delivery system was inserted into the ascending aorta with a balloon volume 2cc less than usual. A 26-mm sapien xt valve was deployed appropriately under rvp. When the pacing was turned off, the patient was in v-fib again and was defibrillated successfully. Post deployment the sapien xt valve had mild paravalvular leak. Post dilation was performed under the rapid pacing with 2cc of contrast added to the delivery system. When the rapid pacing was off, the patient was in v-fib again and was defibrillated one more time. The patient was in stable condition post deployment with blood pressure of 110-130 mmhg. The hlm was switched to percutaneous cardiopulmonary support (pcps). The patient was transferred to the intensive care unit on pcps. Eight (8) hours post procedure, the patient was reported to be awake and in stable condition. There is no indication that a permanent pacemaker (ppm) was implanted. The patient remains stable and was planned to be discharged in a few weeks.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, and hypotension are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the cause of the reported hypotension appears to be related to the severe ai post balloon valvuloplasty. The cause of the reported v-fib after bav cannot be confirmed. It is possible that patient (history of anterior mi) and procedural factors (anesthesia, procedural medications, and rapid pacing) may have caused or contributed to these events. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.